Event description:
In 1998 pt had total hip replacement. In 2002 pt had revision surgery. Preoperative dictation described left hip as having "catastrophic cement failure, secondary osteolysis, with loosening of the femoral stem and that the acetabular cup appeared to be intact." X-rays of the hip showed progressive osteolysis over a 3 year period.